Event description:
The user facility reported that a nurse incurred a needle stick following use of the device on a patient who is a carrier of the (B)(6). The following information was obtained: the nurse incurred a needle stick during disposal of the device; subsequently, the nurse examined the needle and determined that the safety cover was not covering the needle point; the nurse and patient underwent blood tests for infectious diseases as a result of the event; and no further information has been provided concerning the blood test results.

Manufacturer narrative:
Evaluation of the returned sample confirmed that the metal safety cover properly engaged and covered the introducer needle point. Inspection and testing of returned sample confirmed that there were no defects and product performance specifications were met. A review of the complaint files confirmed that this lot has not been previously reported. Review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when taking out inner needle, inner needle should be kept straight. And do not angle, rotate needle, or remove quickly. If you do any of these safety cover might not work to protect needle tip and possibly risk of needle sticks." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).